Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 422 mg/dl. The customer reported that they treated high blood glucose with correction bolus. The customer stated that when she woke up in the morning the infusion set was detached from the body. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.